Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had been admitted for thrombosis since (B)(6) 2022. Since this admission, the patient has been on bivalirudin and their lactose dehydrogenase (ldh) was not stable. Their log files captured intermittent elevated powers. The highest power noted was 11 volts. It was also reported that the patient was taking rifampin for a driveline infection.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had been admitted for pump thrombosis. Additional information reported that on (B)(6) 2022 and (B)(6) 2022 the patient had elevated pump powers and flows along with mild heart failure symptoms. It was also reported that the patient had a driveline infection and was treated with rifampin. On (B)(6) 2022, the patient underwent a heartmate ii to heartmate 3 pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed via the evaluation of (B)(6). A specific cause for the reported driveline infection cannot be conclusively determined through this evaluation. The pump was returned with the driveline cut approximately 3.5¿ from the pump body and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were returned. The sealed outflow graft was secured to its respective pump port. Examination of the inlet tube revealed a tissue-like biological lining adjacent to its proximal opening. The deposition was adhered and did not appear to obstruct the flow of blood. Although a specific cause and a duration of time for which it was present in the device could not be conclusively determined, the deposition did not appear to have contributed to any flow or functional issues. Examination of the rotor inlet section revealed a tissue-like deposition surrounding the inlet bearing cup/ball. The deposition was denatured, and displayed laminated layering, suggesting that it developed in the pump over an undetermined amount of time while the pump was operating. Examination of the rotor body revealed a tissue-like deposition situated in between the rotor blades. The formation was not laminated; however, it did display evidence of denaturation. The origin of this deposition and a duration of time for which it was present in the pump could not be conclusively determined through this investigation. Examination of the remaining pump blood-contacting surfaces revealed no adhered or developed depositions the rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. The observed thrombus formations could have contributed to the reported elevated lactate dehydrogenase (ldh). The thrombus formations could have also created additional resistance on the spinning rotor, potentially contributing to the power elevations seen in the log files. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) contains the following information: section 1 lists thrombus and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This section addresses pump speed, power, flow, and pulsatility index, and explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Section 4 states that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 6 outlines the indications of thrombus and how to respond to such events. Information regarding recommended anticoagulation therapy is also provided in this section, which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Instructions regarding preventing infection are outlined in various sections of this document. The heartmate ii left ventricular assist system patient handbook also contains instructions on preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that the patient had been advised to not take warfarin while on rifampin.